Event description:
The customer reported the system would not boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator battery pack was replaced and the system software was reloaded. The system was tested and found to be working as intended and put back into service.